Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. (B)(4). Eval code-conclusion applies to verify and leads (lot#s unknown).a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient is not feeling stimulation and did not want to increase with the call agency. The next day, the patient spoke with their sales rep who advised them to keep the settings as is unless the sales rep helped with their changes. They had their first void after the procedure (evaluation start) which was very forceful with a high volume. After voiding, the patient seemed to become more normal and their body was adjusting to therapy. The patient also said they had more bladder activity at night. On (B)(6) 2017, patient said they had trouble placing the leads. On (B)(6) 2017, patient reported being uncomfortable, experienced a lot of pressure, and wasn't feeling well. The patient spoke with their sales rep who said the leads might have migrated and advised them to cath. After cathing, the patient felt better. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the leads on basic evaluation migrated and they hoped it would not happen again. Patient was concerned the amounts of voids were getting smaller. Patient also reported they sometimes went smaller amount in the day but they were going longer without going at night, sometimes smaller amounts every hour or hour and a half.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they were not sure if they were improving or not, patient thought they were going too often and closely together so they were not emptying. Patient stated that they went to the ER because they saw some bleeding. Patient stated that the evaluation was unnerving and they were scared and uncomfortable using the controller. Patient was walked through program change and they were on program 3 at 0.4. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that during the trial, she got home one night and her urination was like niagra falls, which the patient was happy with. However, that was short lived because the trial lead wire moved so they had to re-implant a lead in a surgery center. There were no further complications or anticipations reported with this event.